Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The inspection of the returned device revealed that the guide was returned with the handle plunger fractured. The tip of the plunger and the ball bearing were not returned. The guide disassembled because the tip was fractured. Dimensional analysis, where measured were conforming to print specifications. Quick connect guide handle sample was fractured due to bending overload. Fracture surface showed ductile overload dimples in the undamaged areas indicating an overload mode of fracture. Elemental analysis was confirming to specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during surgery, the mechanism disassembled in the wound when the surgeon was trying to remove the sizing guide handle from the sizing guide.